Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose over 600 mg/dl. The customer treated with manual injection. The customer stated that he had 2 reservoirs that were filled, and when they removed the blue transfer guard, the top of the reservoir came off. They also had 3 infusion sets that they were unable to push insulin through and a bent cannula. Troubleshooting was declined. Last blood glucose reading was 140 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used reservoir and transfer guard. Performed pre-fill reservoir test and found the reservoir was hard to remove from transfer guard, unable to remove.